Event description:
A report was received that the patient was having difficulty coupling the charger to the ipg. It was noted that the ipg had moved from the original pocket and was no longer charging. The patient underwent a revision procedure wherein a more shallow pocket was created. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was having difficulty coupling the charger to the ipg. It was noted that the ipg had moved from the original pocket and was no longer charging. The patient underwent a revision procedure wherein a more shallow pocket was created. The patient was doing well post-operatively.